Event description:
It was reported that a user experienced low blood glucose (bg) while using the ilet due to announcing more than half their meals as ¿less than¿, including a breakfast consisting of bread and soda, which likely led to excess insulin delivery relative to intake. It was noted that the user typically announced meals while at a bg near 88¿90 mg/dl. Symptoms included headache during the hypoglycemic event, with a reported lowest glucose of 61 mg/dl and a current glucose of 83 mg/dl at the time of call. Outcomes included treatment with oral fast-acting carbohydrates and recovery without hospitalization. Investigation included user education on meal announcement practices and consideration of settings review. Investigation of this case revealed use-related maladaptation of meal announcements leading to hypoglycemia, with no device alarms other than a low-glucose alert and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement behavior contributing to hypoglycemia.